Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: 00620205222 shell porous with cluster holes 52 mm 64933052. 00630505036 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells 65625892. 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length j7373544. 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 65710435. 00-8775-036-01 biolox delta hd 12/14 36x-3.5 3069711.

Event description:
It was reported that the patient had an initial hip arthroplasty. Subsequently, the patient underwent a surgical procedure due to two torn tendons of the right hip six (6) months post implantation. No implants were removed. No complaint of anything wrong with the implants.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Component code: mechanical (g04) ¿ stem. Patient had an initial tha with surgical intervention six months post implantation of zimmer biomet products for repair of tendon tear. Tendon tear postop total hip arthroplasty is found in a small amount of cases. Nonoperative modalities are first line of treatment. If this approach is unsuccessful, surgical treatment may be necessary. Tendon tears can take from 3-6 months to heal with symptoms of pain, stiffness, feeling of hip giving away, instability, and/or catching. An MRI will be obtained to determine location and severity of tear to help determine the treatment course. Surgical repair of a tendon tear can be done via arthroscopic or open. The tendon is reattached to the trochanter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient is being revised for unknown reasons six months post implantation. Patient is inquiring about product information of her initial implants. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown shell unknown. Unknown liner unknown . Unknown head unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02133, 0001822565-2023-02134, and 0001822565-2023-02135. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.